Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was added: 4109 and 4112. H6: results code was added: 3252. H6: conclusions code was added: 4307. The reported device was not received for evaluation. The reported event of a fractured implant is confirmed following inspection and evaluation of the x-rays provided by customer. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Manufacturer narrative:
(B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
Doctor reports that the patient has one fractured implant in tooth site #20. The implant will be put to sleep.